Event description:
. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and persistent pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (((B)(6) 1997, (B)(6) 2000, (B)(6) 2009)). Previously administered products included for an unreported indication: birth control pills from 2000 to 2007. Concomitant products included anabolic steroids, analgesics, antiepileptics, antiinflammatory/antirheumatic products and muscle relaxants (muscle relaxant). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), pain in extremity ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), arthralgia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), hypoaesthesia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), abdominal pain lower ("persistent pain in my lower abdominal region and back"), back pain ("persistent pain in my lower abdominal region and back"), migraine ("chronic migraines"), menorrhagia ("painful and heavy periods"), dysmenorrhoea ("painful and heavy periods"), dizziness ("dizziness"), loss of consciousness ("blackouts which resulted in broken bones"), multiple fractures ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), depression ("depression"), dyspnoea ("shortness of breath"), amnesia ("memory loss"), periodontal disease ("advanced periodontal gum disease"), dental caries ("tooth decay (pain due to periodontal disease, tooth decay)"), denture wearer ("have to get dentures"), seizure ("seizures resulting in broken ankle/tibia requiring surgery"), tooth fracture ("broken teeth"), intervertebral disc protrusion (¿herniated discs in lumbar spine¿), intervertebral disc displacement (¿displaced l -4, l-5¿), allergy to metals (¿allergic to nickel¿), alopecia (¿hair fall¿), visual impairment (¿vision is still impaired¿) and investigation noncompliance (¿she did not undergo essure confirmation test: no¿). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy surgery). Essure was removed in december 2015. At the time of the report, the pelvic pain, musculoskeletal pain, pain in extremity, arthralgia, hypoaesthesia, migraine, menorrhagia, dysmenorrhoea, dizziness, loss of consciousness, multiple fractures, fatigue, fibromyalgia, depression, dyspnoea, amnesia, periodontal disease, dental caries intervertebral disc protrusion, intervertebral disc displacement, allergy to metals, alopecia, visual impairment, investigation noncompliance and denture wearer outcome was unknown and the abdominal pain lower, back pain, seizure and tooth fracture had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, back pain, dental caries, denture wearer, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, fibromyalgia, hypoaesthesia, loss of consciousness, menorrhagia, migraine, multiple fractures, musculoskeletal pain, pain in extremity, pelvic pain, periodontal disease, seizure intervertebral disc protrusion, intervertebral disc displacement, allergy to metals, alopecia, visual impairment, investigation noncompliance and tooth fracture to be related to essure. The reporter commented: approximate weight at the time of essure placement was 135. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Patients demographics updated. Historical conditions added. Final report ticked. Event ¿permanent injury¿ was replaced. New events added: sever and persistent pain, constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness, persistent pain in my lower abdominal region and back, chronic migraines, painful and heavy periods, dizziness, blackouts which resulted in broken bones, fatigue, fibromyalgia, depression, shortness of breath, memory loss, advanced periodontal gum disease, tooth decay (pain due to periodontal disease, tooth decay), have to get dentures, seizures resulting in broken ankle/tibia requiring surgery, broken teeth, herniated discs in lumbar spine, displaced l -4, l-5, allergic to nickel, hair fall, vision is still impaired. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and persistent pain"), loss of consciousness ("blackouts which resulted in broken bones") and seizure ("seizures resulting in broken ankle/tibia requiring surgery") in an adult female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test: no". The patient's past medical history included multigravida and parity 3 (B)(6) 1997, (B)(6) 2000, (B)(6) 2009). Previously administered products included for an unreported indication: birth control pills from 2000 to 2007. Concurrent conditions included smoker. Concomitant products included anabolic steroids, analgesics, antiepileptics, antiinflammatory/antirheumatic products and muscle relaxants (muscle relaxant). In (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia ("painful and heavy periods"), dysmenorrhoea ("painful and heavy periods"), migraine ("chronic migraines"), musculoskeletal pain ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness") and amnesia ("memory loss"). In (B)(6) 2009, the patient experienced dizziness ("dizziness"), depression ("depression") and dyspnoea ("shortness of breath"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In march 2010, the patient experienced abdominal pain lower ("persistent pain in my lower abdominal region and back"), back pain ("persistent pain in my lower abdominal region and back") and dental caries ("tooth decay (pain due to periodontal disease, tooth decay)/advanced periodontal gum disease"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced ankle fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery") and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), arthralgia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), pain in extremity ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), hypoaesthesia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), periodontal disease ("advanced periodontal gum disease"), denture wearer ("have to get dentures"), tooth fracture ("broken teeth"), intervertebral disc protrusion ("herniated discs in lumbar spine"), intervertebral disc displacement ("displaced l -4, l-5"), alopecia ("hair fall"), visual impairment ("vision mpaired") and tibia fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, loss of consciousness, allergy to metals, menorrhagia, dysmenorrhoea, dizziness, ankle fracture, fatigue, arthralgia, migraine, fibromyalgia, musculoskeletal pain, pain in extremity, hypoaesthesia, depression, dyspnoea, amnesia, periodontal disease, dental caries, denture wearer, intervertebral disc protrusion, intervertebral disc displacement, alopecia, visual impairment and tibia fracture outcome was unknown and the abdominal pain lower, back pain, seizure and tooth fracture had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, ankle fracture, arthralgia, back pain, dental caries, denture wearer, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, fibromyalgia, hypoaesthesia, intervertebral disc displacement, intervertebral disc protrusion, loss of consciousness, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic pain, periodontal disease, seizure, tibia fracture, tooth fracture and visual impairment to be related to essure. The reporter commented: approximate weight at the time of essure placement was 135. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and persistent pain"), loss of consciousness ("blackouts which resulted in broken bones") and seizure ("seizures resulting in broken ankle/tibia requiring surgery") in an adult female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test: no". The patient's past medical history included multigravida and parity 3 (((B)(6) 1997, (B)(6) 2000, (B)(6) 2009)). Previously administered products included for an unreported indication: birth control pills from 2000 to 2007. Concurrent conditions included smoker. Concomitant products included anabolic steroids, analgesics, antiepileptics, antiinflammatory/antirheumatic products and muscle relaxants (muscle relaxant). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("painful and heavy periods"), dysmenorrhoea ("painful and heavy periods"), migraine ("chronic migraines"), musculoskeletal pain ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness") and amnesia ("memory loss"). In (B)(6) 2009, the patient experienced dizziness ("dizziness"), depression ("depression") and dyspnoea ("shortness of breath"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced abdominal pain lower ("persistent pain in my lower abdominal region and back"), back pain ("persistent pain in my lower abdominal region and back") and dental caries ("tooth decay (pain due to periodontal disease, tooth decay)/advanced periodontal gum disease"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced ankle fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery") and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), arthralgia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), pain in extremity ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), hypoaesthesia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), periodontal disease ("advanced periodontal gum disease"), denture wearer ("have to get dentures"), tooth fracture ("broken teeth"), intervertebral disc protrusion ("herniated discs in lumbar spine"), intervertebral disc displacement ("displaced l -4, l-5"), alopecia ("hair fall"), visual impairment ("vision impaired") and tibia fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, loss of consciousness, allergy to metals, menorrhagia, dysmenorrhoea, dizziness, ankle fracture, fatigue, arthralgia, migraine, fibromyalgia, musculoskeletal pain, pain in extremity, hypoaesthesia, depression, dyspnoea, amnesia, periodontal disease, dental caries, denture wearer, intervertebral disc protrusion, intervertebral disc displacement, alopecia, visual impairment and tibia fracture outcome was unknown and the abdominal pain lower, back pain, seizure and tooth fracture had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, ankle fracture, arthralgia, back pain, dental caries, denture wearer, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, fibromyalgia, hypoaesthesia, intervertebral disc displacement, intervertebral disc protrusion, loss of consciousness, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic pain, periodontal disease, seizure, tibia fracture, tooth fracture and visual impairment to be related to essure. The reporter commented: approximate weight at the time of essure placement was 135. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs and medical record received: lot number. Reporter information, other relevant history and product information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever and persistent pain") and seizure ("seizures resulting in broken ankle/tibia requiring surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (((B)(6) 1997, (B)(6) 2000, (B)(6) 2009)). Previously administered products included for an unreported indication: birth control pills from 2000 to 2007. Concomitant products included anabolic steroids, analgesics, antiepileptics, antiinflammatory/antirheumatic products and muscle relaxants (muscle relaxant). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), musculoskeletal pain ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), pain in extremity ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), arthralgia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), hypoaesthesia ("constant sharp pain rotating from right buttocks, right hip, and right leg which often causes numbness"), abdominal pain lower ("persistent pain in my lower abdominal region and back"), back pain ("persistent pain in my lower abdominal region and back"), migraine ("chronic migraines"), menorrhagia ("painful and heavy periods"), dysmenorrhoea ("painful and heavy periods"), dizziness ("dizziness"), loss of consciousness ("blackouts which resulted in broken bones"), ankle fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), depression ("depression"), dyspnoea ("shortness of breath"), amnesia ("memory loss"), periodontal disease ("advanced periodontal gum disease"), dental caries ("tooth decay (pain due to periodontal disease, tooth decay)"), denture wearer ("have to get dentures"), tooth fracture ("broken teeth"), intervertebral disc protrusion ("herniated discs in lumbar spine"), intervertebral disc displacement ("displaced l -4, l-5"), allergy to metals ("allergic to nickel"), alopecia ("hair fall"), visual impairment ("vision mpaired"), investigation noncompliance ("she did not undergo essure confirmation test: no") and tibia fracture ("blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, musculoskeletal pain, pain in extremity, arthralgia, hypoaesthesia, migraine, menorrhagia, dysmenorrhoea, dizziness, loss of consciousness, ankle fracture, fatigue, fibromyalgia, depression, dyspnoea, amnesia, periodontal disease, dental caries, denture wearer, intervertebral disc protrusion, intervertebral disc displacement, allergy to metals, alopecia, visual impairment, investigation noncompliance and tibia fracture outcome was unknown and the seizure, abdominal pain lower, back pain and tooth fracture had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, ankle fracture, arthralgia, back pain, dental caries, denture wearer, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, fibromyalgia, hypoaesthesia, intervertebral disc displacement, intervertebral disc protrusion, investigation noncompliance, loss of consciousness, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic pain, periodontal disease, seizure, tibia fracture, tooth fracture and visual impairment to be related to essure. The reporter commented: approximate weight at the time of essure placement was (B)(6). Most recent follow-up information incorporated above includes: on 8-jan-2018: correction was done on 08-jan-2018 following company internal coding review, the event blackouts which resulted in broken bones/ seizures resulting in broken ankle/tibia requiring surgery was split to meddra llt broken ankle and broken tibia. On 9-jan-2018: correction following company internal routine quality monitoring - this case refers to several specified events incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.